Event description:
It was reported the patient had mitricuspid regurge. The patient was assessed by a cardiac surgeon and valve replacement was considered, but it was noted there could be problems with the leads (one of the leads was a competitive product). It was decided to remove the defibrillation lead. There had been a change from an ICD to a pacemaker, so there was no need to replace the lead. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Updated event description to include device return and out of spec analysis. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.